Manufacturer narrative:
The catheter's condition as well as features on the broken compressor cap face indicate that breakage was caused by a lateral force applied to a reduced cross section in the compressor neck. The nature of this breakage would not result in death or injury to the pt and no leakage would occur since the fluid seal remains intact. Although test data indicates that the strain relief is the frangible link in the compressor assembly, it is possible that gighly dynamic impact forces may result in compressor neck shearing.

Event description:
Catheter broke after nurses tilted the pt. The catheter was in for approx 36 hours prior to that with no problems. Broke under strain relief sheath.